Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient¿s cgm was reading 128 mg/dl while the bg meter was reading 28 mg/dl. The patient was also wearing an omnipod insulin pump. It was reported that this cgm discrepancy led to a ¿medical event¿. However, no further patient or event details were reported, including patient symptoms or treatment details. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 4/16/2026.

Manufacturer narrative:
(B)(4).